Manufacturer narrative:
H6: investigation summary: bd received an unsealed 22 gauge insyte autoguard blood control pro unit from lot 2290802 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already retracted. The catheter was already lodged inside of the needle cover. The engineer also discovered that the catheter tip was damaged. Next, the engineer tested the devices for possible leakage but no leaks were found. Finally, a microscopic inspection was performed to check for any possible damage to the catheter tubing or needle marks but no damage was found. Therefore, the engineer was unable to verify the reported defect of needle through catheter but was able to identify damage to the catheter's tip. Unfortunately, the engineer was unable to determine an exact root cause for the observed damage. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle through catheter of iagbc. According to the customer's report, before use, the needle was found to be piercing through the catheter when the needle cover was removed.